Event description:
Patient had cook pigtail implanted. An air leak was detected in this catheter. The physician put in another chest tube. When attempting to pull out the cook catheter, only the hub of the catheter came out. The catheter (B)(6). Surgical intervention was required to retrieve this foreign body (catheter).